Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 2.00mm x 20mm emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: fg emerge mr, ous 2.00mm x 20mm was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual, tactile and microscopic examination of the extrusion shaft identified no kinks or damages. A detailed microscopic examination of the balloon material identified a leak coming from the pinhole 2mm distal from proximal markerband. Tip damage with the bumper tip deformed. A leakage testing was performed, and an attempt was then made to inflate the balloon to 14 atmospheres as per instructions for use.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 2.00mm x 20mm emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.